Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage was noted on the motor assembly or electronic assembly noted during our visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing address serial number label and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump was in a swimming pool for 20 minutes. The insulin pump was then placed in rice to dry it out. However, when entering a bolus, the carb entry number scrolls up uncontrollably. The caller was not sure of the customer's blood glucose reading. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.